Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 4 months after the procedure started having pelvic pain/ pain was so severe and haemorrhagic ovarian cysts. She was also diagnosed with adenomyosis. A partial hysterectomy was performed approximately 5 years after essure insertion. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, while the remaining events are unlisted. Pelvic pain may occur after essure insertion. In this case the consumer also had ovarian cysts and adenomyosis, which could have had a contributory role in the occurrence of the pain. However, given the nature of this event, causality with essure cannot be totally excluded. Regarding haemorrhagic ovarian cysts and adenomyosis, considering the pathophysiology of these events and essure's local effect in the fallopian tubes, causality between these events and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (partial hysterectomy). A product technical analysis has been requested.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. The consumer reported 4 months after the procedure she started having ovarian cysts which she never had before, and over time they kept getting worse and turned into hemorrhagic ovarian cysts, then she had severe abdominal pain, pelvic pain, severe migraines, allergic reactions to medicines, depression, hair loss, mood swings, and weight gain. She reported in the last two years prior to the time of the report, the pain was so severe and the bleeding uncontrolled; her physician placed her on the depo provera shot to help with the bleeding and it only got worse; the intercourse became excruciating that her marriage was falling apart; discussion about removing her ovaries was brought up several times. In (B)(6) 2014 she was diagnosed with adenomyosis. On (B)(6) 2014, she had to have a partial hysterectomy leaving her ovaries. She stated the essure was causing the cysts and all the other issues. She was slowing getting her life back. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 4 months after the procedure started having pelvic pain/ pain was so severe and haemorrhagic ovarian cysts. She was also diagnosed with adenomyosis. A partial hysterectomy was performed approximately 5 years after essure insertion. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, while the remaining events are unlisted. Pelvic pain may occur after essure insertion. In this case the consumer also had ovarian cysts and adenomyosis, which could have had a contributory role in the occurrence of the pain. However, given the nature of this event, causality with essure cannot be totally excluded. Regarding haemorrhagic ovarian cysts and adenomyosis, considering the pathophysiology of these events and essure's local effect in the fallopian tubes, causality between these events and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (partial hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.